Event description:
Posterior lumbar fusion l5-s1, during discectomy top of box curette broke off into the surgical site. All pieces were retrieved.

Manufacturer narrative:
Device used for treatment and not diagnosis. This failure occurred due to bending stress beyond the ultimate strength of the material. If the distal tip were completely constrained, 22 pounds applied to the handle would potentially break the curette. Considering these boundary conditions are nearly clinically impossible, the strength for this instrument under normal use is acceptable. Released in 1999, this is a mature rectangular bone curette. The drawings call out appropriate materials and dimensions for robust curette design. An exact cause for this complaint is not possible due to unknown clinical boundary conditions.

Manufacturer narrative:
This device was for treatment not for diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The device history record is not available for review as the device is over twelve years old.